Manufacturer narrative:
Product ID 3093-28, lot# v592583, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient was having issues with the programmer and wanted to switch from program 2 to program 4. It was verified the patient was on program 4 at 1.2 volts and then the stimulation was turned up to 2.1 volts. It was noted, the patient had a loss of therapeutic effect and had been experiencing a return of symptoms that started about two weeks prior to report. Reportedly, the patient was in the hospital the day prior to report because, they were supposed to have surgery but it was cancelled. It was stated a week and a half prior to report a 4cc mass was found on the patient¿s left adrenal grand and it may or may not be related to their device therapy.

Event description:
Additional information reported that the patient was on program 4 at 2.55 volts on their implantable neurostimulator (ins) but was not getting relief like they would like. The patient was able to move to program 1 at 1.55 and felt comfortable stimulation. It was also noted that the patient got relief for the first 6 months after implant but was now symptomatic. In addition, the patient stated that they had met with their healthcare professional (hcp) 3 months ago for an ¿adjustment¿. The patient also noted that the device was implanted for over active bladder (oab) and fecal issues. If additional information is received, a follow up report will be sent.